Manufacturer narrative:
Lot number was not available on the date of filing. No parts have been received by the manufacturer for evaluation. Manufacture date was not available on the date of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the spine clamp was damaged, specifically a screw on the clamp was broken. There was no patient present.

Manufacturer narrative:
The spine clamp was returned for analysis. Physical damage was noted to the clamp via visual/physical examination. The adjustment screw of the returned clamp was not broken as was reported, but the retainer ring was stretched causing a loose fit of the clamp face to the adjustment screw allowing extra play in the travel of the screw. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.